Manufacturer narrative:
H.6. Investigation: two photos of two 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned photos was carried out and a bent non patient end of cannula was observed. As the sample was not returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the samples in the returned photos were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that prior to use on 5 occasions medication would not flow with a bd pen ndl 32ga 4mm. The following information was provided by the initial reporter, translated from japanese to english: patient complained drug didn't come out. The issue occurred 5-6 times from a polybag. Hcp suspects the patient didn't press the button on the pen straight. However the patient pressed button in right way.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use on 5 occasions medication would not flow with a bd pen ndl 32ga 4mm. The following information was provided by the initial reporter, translated from (B)(6) to english: patient complained drug didn't come out. The issue occurred 5-6 times from a polybag. Hcp suspects the patient didn't press the button on the pen straight. However the patient pressed button in right way.